Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 15 april 2025, a 29mm navitor valve was selected for implant using a large flexnav delivery system. During device preparation, no issues leading the retainer tabs into the receptacles were reported; no increase in drag was noted on the deployment wheel, and no excess force was required to turn the re-sheath wheel. During implant, during the initial partial deployment of the navitor, the valve popped up above the annulus level. The user alleged the navitor popped up due to high implantation. The navitor was never fully released and retracted into the delivery system for a second deployment attempt. However, incomplete loading of the navitor was observed despite the rotation mechanism at its maximum setting; the wheel had reached the end of travel. Fluoroscopic imaging confirmed the incomplete valve loading. In addition, deformation of the delivery system shaft was observed. After several unsuccessful attempts to properly re-load the navitor, the entire system was retracted to the descending aorta. There, the physician proceeded with full deployment of the valve followed with successful removal of the delivery system from the initial access site (common femoral artery.) The procedure was aborted. The patient was reported to have been discharged home in stable condition.

Manufacturer narrative:
An event of retraction problem and positioning issue were reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the navitor popped up due to high implantation which may have caused reported event of positioning issue. Also indicated that after multiple attempts deformation of the delivery system shaft was observed. Based on available information and without the device or imaging to analyze, the cause of the reported events could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a